Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were recorded on (B)(6) 2017 and (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). The pump screen lock was disabled before every bolus requests. Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the pump delivered random boluses. Reportedly, the contact alleged that boluses had not been requested by the customer. The customer experienced a low blood glucose (bg) level of approximately 30 mg/dl, which was treated by carbohydrates. Tandem technical support educated the contact that the pump would not deliver a bolus without user interaction. Additionally, review of the pump data logs by tandem technical support showed that the pump touchscreen was unlocked successfully by the user and carbohydrates values were programmed onto the pump. However, upon relaying the information, the contact maintained that the buttons were not being pressed by the customer or contact. Recommendation was made to consult with health care provider regarding the bolus features of the pump. Reportedly, the customer continued using the pump for insulin therapy.